Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: dome of uterus/migration of essure device location of device: dome of uterus /perforation (other): protrusion through dome of uterus"), genital haemorrhage ("abnormal bleeding (general)") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included hypertension, morbid obesity, panniculus, bariatric surgery, asthma, allergic rhinitis, hyperglycemia, hypertriglyceridemia, umbilical hernia (umbilical hernia *3) and foot surgery. Concomitant products included benzonatate, bupropion (wellbutrin), capsaicin (zostrix), diazepam, fluticasone, hyoscine hydrobromide (scopolamin), nystatin and prinzide (lisinopril hydrochlorthiazid). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation, genital haemorrhage and device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /irregular discharge (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) /painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), skin disorder ("skin condition") and vaginal discharge ("irregular discharge"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, menorrhagia, female sexual dysfunction, rash, nausea, device expulsion, pelvic pain, abdominal pain and skin disorder outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, skin disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: patient used wellbutrin xl/bupropion and zosteric. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Patient details, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) /irregular discharge, apareunia (inability to have sexual intercourse), malposition of essure device location of device: dome of uterus/migration of essure device location of device: dome of uterus /perforation (other): protrusion through dome of uterus, rashes or skin conditions, nausea, device breakage, dysmenorrhea (cramping) /painful periods, dyspareunia (painful sexual intercourse), expulsion of essure device, pain, abdominal pain, stomach pain, irregular discharge and did you undergo an essure confirmation test: no were added as events. She suffered injuries and had surgery to remove the essure implant this event was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: dome of uterus/migration of essure device location of device: dome of uterus /perforation (other): protrusion through dome of uterus"), device dislocation ("migration of essure device location of device"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and hernia ("hernia nos") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included morbid obesity, panniculus, bariatric surgery, asthma, allergic rhinitis (treatment with unspecified otc drugs, as needed.), hyperglycemia, hypertriglyceridemia, umbilical hernia (umbilical hernia *3), foot surgery, depression, hyperlipidemia, overweight, weight loss, excessive menstruation, menstrual cycle abnormal, anxiety, hypertension (treatment with unspecified medication since 2011) since 2011, vaginal hemorrhage and menorrhagia. Family history included hypertension (father). Concomitant products included benzonatate, bupropion, bupropion hydrochloride (wellbutrin) since 2012, capsaicin (zostrix), chlorhexidine, diazepam since 2016, fluticasone, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid) since 2011, hyoscine hydrobromide (scopolamin) and nystatin. In 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /irregular discharge (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) /painful periods"). In (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and scar ("scar tissue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), skin disorder ("skin condition"), vaginal discharge ("irregular discharge") and hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),, hysterectomy (partial), salpingectomy (one side removal of fallopian tubes),(B)(6) 2016, hysterectomy (partial), unilateral salpingectomy (bilateral removal of fallopian tubes), and unspecified surgery for hernia repair and tummy tuck on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, pelvic pain, device expulsion, genital haemorrhage, menorrhagia, female sexual dysfunction, rash, nausea, abdominal pain, skin disorder, hernia and scar outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hernia, menorrhagia, nausea, pelvic pain, rash, scar, skin disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: immediate after recovery (of removal surgery) cramps, stomach pain and irregular discharge went away. Abdominal pain and painful periods were infrequent with intensity moderate to severe. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: total bilateral occlusion, 2016: displaced coils physician offered to remove. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, CT scan showed essure coil is displaced and not in fallopian tube on right side. In 2012, after hysterosalpingogram, hcp told her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received new event added device dislocation and event onset date added, lab test was added CT scan. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: dome of uterus/migration of essure device location of device: dome of uterus /perforation (other): protrusion through dome of uterus/perforation (uterus)"), device dislocation ("migration of essure device location of device"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and hernia ("hernia nos") in a 38-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: * on (B)(6) 2016, CT scan showed essure coil is displaced and not in fallopian tube on right side. In 2012, after hysterosalpingogram, hcp told her tubes were blocked. Previously administered products included for birth control: nuvaring. Concurrent conditions included morbid obesity, panniculus, bariatric surgery, asthma, allergic rhinitis (treatment with unspecified otc drugs, as needed.), hyperglycemia, hypertriglyceridemia, umbilical hernia (umbilical hernia *3), foot surgery, depression, hyperlipidemia, overweight, weight loss, excessive menstruation, menstrual cycle abnormal, anxiety, hypertension (treatment with unspecified medication since 2011) since 2011, vaginal hemorrhage and menorrhagia. Family history included hypertension (father). Concomitant products included benzonatate, bupropion, bupropion hydrochloride (wellbutrin) since 2012, capsaicin (zostrix), chlorhexidine, diazepam since 2016, fluticasone, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid) since 2011, hyoscine hydrobromide (scopolamin) and nystatin. In 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /irregular discharge (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) /"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and scar ("scar tissue"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), skin disorder ("skin condition"), vaginal discharge ("irregular discharge") and hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),, hysterectomy (partial), salpingectomy (one side removal of fallopian tubes),(B)(6) 2016, hysterectomy (partial), unilateral salpingectomy (bilateral removal of fallopian tubes), and unspecified surgery for hernia repair and tummy tuck on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, pelvic pain, device expulsion, genital haemorrhage, menorrhagia, female sexual dysfunction, rash, nausea, abdominal pain, skin disorder, hernia and scar outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hernia, menorrhagia, nausea, pelvic pain, rash, scar, skin disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: immediate after recovery (of removal surgery) cramps, stomach pain and irregular discharge went away. Abdominal pain and painful periods were infrequent with intensity moderate to severe. Date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: total bilateral occlusion, 2016: displaced coils physician offered to remove. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc(product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: dome of uterus/migration of essure device location of device: dome of uterus /perforation (other): protrusion through dome of uterus"), genital haemorrhage ("abnormal bleeding (general)"), device breakage ("device breakage") and hernia ("hernia nos") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included morbid obesity, panniculus, bariatric surgery, asthma, allergic rhinitis (treatment with unspecified otc drugs, as needed.), hyperglycemia, hypertriglyceridemia, umbilical hernia (umbilical hernia *3), foot surgery, depression, hyperlipidemia, overweight, weight loss, excessive menstruation, menstrual cycle abnormal, anxiety and hypertension (treatment with unspecified medication since 2011) since 2011. Family history included hypertension (father). Concomitant products included benzonatate, bupropion, bupropion (wellbutrin) since 2012, capsaicin (zostrix), chlorhexidine, diazepam since 2016, fluticasone, hyoscine hydrobromide (scopolamin), nystatin and prinzide (lisinopril hydrochlorthiazid) since 2011. In (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced scar ("scar tissue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /irregular discharge (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) /painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), skin disorder ("skin condition"), vaginal discharge ("irregular discharge") and hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), unilateral salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),) and surgery (unspecified surgery for hernia repair and tummy tuck on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, menorrhagia, female sexual dysfunction, rash, nausea, device expulsion, pelvic pain, abdominal pain, skin disorder, hernia and scar outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hernia, menorrhagia, nausea, pelvic pain, rash, scar, skin disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: immediate after recovery (of removal surgery) cramps, stomach pain and irregular discharge went away. Abdominal pain and painful periods were infrequent with intensity moderate to severe. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion . On (B)(6) 2016, CT scan showed essure coil is displaced and not in fallopian tube on right side. In 2012, after hysterosalpingogram, hcp told her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: dome of uterus/migration of essure device location of device: dome of uterus /perforation (other): protrusion through dome of uterus/perforation (uterus)"), device dislocation ("migration of essure device location of device"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and hernia ("hernia nos") in a 38-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included morbid obesity, panniculus, bariatric surgery, asthma, allergic rhinitis (treatment with unspecified otc drugs, as needed.), hyperglycemia, hypertriglyceridemia, umbilical hernia (umbilical hernia *3), foot surgery, depression, hyperlipidemia, overweight, weight loss, excessive menstruation, menstrual cycle abnormal, anxiety, hypertension (treatment with unspecified medication since 2011) since 2011, vaginal hemorrhage and menorrhagia. Family history included hypertension (father). Concomitant products included benzonatate, bupropion, bupropion hydrochloride (wellbutrin) since 2012, capsaicin (zostrix), chlorhexidine, diazepam since 2016, fluticasone, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid) since 2011, hyoscine hydrobromide (scopolamin) and nystatin. In 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /irregular discharge (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping) /"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and scar ("scar tissue"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), skin disorder ("skin condition"), vaginal discharge ("irregular discharge") and hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),, hysterectomy (partial), salpingectomy (one side removal of fallopian tubes),(B)(6) 2016, hysterectomy (partial), unilateral salpingectomy (bilateral removal of fallopian tubes), and unspecified surgery for hernia repair and tummy tuck on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, pelvic pain, device expulsion, genital haemorrhage, menorrhagia, female sexual dysfunction, rash, nausea, abdominal pain, skin disorder, hernia and scar outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hernia, menorrhagia, nausea, pelvic pain, rash, scar, skin disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: immediate after recovery (of removal surgery) cramps, stomach pain and irregular discharge went away. Abdominal pain and painful periods were infrequent with intensity moderate to severe. Date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: total bilateral occlusion, 2016: displaced coils physician offered to remove. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2016, CT scan showed essure coil is displaced and not in fallopian tube on right side. In 2012, after hysterosalpingogram, hcp told her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received :lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: dome of uterus/migration of essure device location of device: dome of uterus /perforation (other): protrusion through dome of uterus"), genital haemorrhage ("abnormal bleeding (general)"), device breakage ("device breakage") and hernia ("hernia nos") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included morbid obesity, panniculus, bariatric surgery, asthma, allergic rhinitis (treatment with unspecified otc drugs, as needed.), hyperglycemia, hypertriglyceridemia, umbilical hernia (umbilical hernia *3), foot surgery, depression, hyperlipidemia, overweight, weight loss, excessive menstruation, menstrual cycle abnormal, anxiety and hypertension (treatment with unspecified medication since 2011) since 2011. Family history included hypertension (father). Concomitant products included benzonatate, bupropion, bupropion (wellbutrin) since 2012, capsaicin (zostrix), chlorhexidine, diazepam since 2016, fluticasone, hyoscine hydrobromide (scopolamin), nystatin and prinzide (lisinopril hydrochlorthiazid) since 2011. In (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced scar ("scar tissue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) /irregular discharge (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) /painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), device expulsion ("expulsion of essure device"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), skin disorder ("skin condition"), vaginal discharge ("irregular discharge") and hernia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), unilateral salpingectomy (bilateral removal of fallopian tubes),), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),) and surgery (unspecified surgery for hernia repair and tummy tuck on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, menorrhagia, female sexual dysfunction, rash, nausea, device expulsion, pelvic pain, abdominal pain, skin disorder, hernia and scar outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain upper, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, skin disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: immediate after recovery (of removal surgery) cramps, stomach pain and irregular discharge went away. Abdominal pain and painful periods were infrequent with intensity moderate to severe. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion on (B)(6) 2016, CT scan showed essure coil is displaced and not in fallopian tube on right side. In 2012, after hysterosalpingogram, hcp told her tubes were blocked. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received. Hernia surgery and scar tissue added as events. Medical history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("she suffered injuries and had surgery to remove the essure implant") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.